Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported, he noticed his blood glucose was elevated and when he changed the infusion set, he noticed the infusion set cannula was bent. Pt stated, the cannula had one bend in it. Pt reported, he only experienced elevated blood glucose and a bent infusion set cannula one time. Pt reported, he noticed his blood glucose had increased to the 300 mg/dl range. Pt's normal blood glucose is 100-150 mg/dl. Pt stated, he noticed within 24 hours of inserting the new infusion set that his blood glucose was elevated. Pt uses the insertion assist plus device to insert the infusion sets. Pt no longer has the alleged infusion set. The pt did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.